Event description:
It was found that the release handle was inoperable due to a broken/damaged flip up handle assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.